Event description:
User reported false positive result. Negative follow up tests. Type of follow up test was not provided.

Event description:
User reported false positive result. Negative follow up tests. Type of follow up test was not provided.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.